Event description:
It was reported that during a procedure the fiber tip broke after 123,000 joules of use. The procedure was completed with a second fiber. No patient or user harm occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap is detached and not returned. The fiber cap/tip exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window. The fiber can be independently rotated within outer flow tubing. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Based on analysis results it is concluded that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber tip broke after 123,000 joules of use. The procedure was completed with a second fiber. No patient or user harm occurred due to this event.